Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, inspected and cleaned the pump's cartridge area and successfully completed the cartridge load process, allowing them to resume insulin delivery.